Event description:
Device 1 of 3. Reference MFR report(s): 3006705815-2019-301 and 1627487-2019-00964. It was reported the patient's scs system was removed due to an infection. Reportedly, the patient was stable postoperatively. No further information was available at this time.